Event description:
It is reported that during surgery in 2008, the wheel screw on the instrument sheared off when it was tightened by the surgeon. No other instrument was available, so the hospital had to wait for a set to be sterilized from a previous procedure, resulting in a 1.15 hour delay.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.